Manufacturer narrative:
The device was returned for evaluation. No issue was found with the device's fluid reservoir alarm however the device did give a false alarm for "no disposable". The examination of the disposable attachment area showed the device's interlock block plate clip screws were overtightened; this caused damage to the component.

Event description:
It was reported the device gave a false "reservoir low" alarm.